Event description:
It was reported that the system 9800's left side monitor would go black during a live procedure causing delay in treatment. This would happen during subtraction mode and after a few moments the image would reappear. There was no adverse pt involvement reported. All reported pt info is recorded.

Manufacturer narrative:
A ge service rep performed an on site investigation. It was found that the screws used to secure the cine ide bridge to the card cage were missing. Replacement screws were installed and this and other circuit boards were reseated. The system was tested and found to be working as intended and placed back into service.